Event description:
The patient underwent spinal surgery on (B)(6) 2020 using seaspine's mariner pedicle screw system. The surgeon discovered a set screw had become dislodged from the iliac screw and connector. The patient underwent revision surgery on (B)(6) 2021. During the revision surgery, the surgeon noted wear, debris, and discoloration from the connector in situ.

Manufacturer narrative:
Seaspine was made aware of this malfunction on 30 dec 2020. To date, no explant has been made available for analysis, and no additional details about the patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Manufacturer narrative:
Seaspine was made aware of this malfunction on 30 dec 2020. To date, the set screw has not been made available for analysis, and no additional details about the patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery using seaspine's mariner pedicle screw system. The surgeon discovered a set screw had become dislodged from the iliac screw.